Event description:
Information was received in aug 2005 from a physician, concerning a pt who in 2005 underwent a transverse deep caeserean section due to cervix dilation failure. The ostium of the uterus had dilated up to 7cm, but the dilation stopped, resulting in the need for a caesarean section. The rupture of membranes had already occurred, without meconium staining. One sheet of seprafilm was placed under the mid incision at the bladder/uterus pouch to reduce the extent and severity of post-operative adhesions. The pt underwent a laparotomy which showed an abscess developing under the spinal wall at the bladder/uterus pouch, where seprafilm had been placed. An unspecified drain was placed. In aug 2005 the pt recovered without sequelae. The reporting physician considered the event to be serious, as it prolonged hospitalization, moderate in severity, and probably related to the use of seprafilm.